Manufacturer narrative:
The technician found the brake pads on all four casters were out of adjustment. He adjusted the gap on all four brake horns to .007 and used loctite on brake pad shaft to hold the pads in place firmly.

Event description:
Information received indicates the stretcher continues to move after the brake is applied.